Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified that the final lead that was successfully implanted was the second lead that was tried. After the first lead was tested in saline and had normal impedances, the surgeon agreed that there was probably an air bubble in the brain or something causing the high impedance at 2a, not the leads themselves. When impedances were run during the stage 2 procedure, all impedances were normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when lead was implanted and rep and hcp were getting ready to do stimulation testing, impedances were high on c ontacts 2c and 2b. Everything was tried to fix them - wiping the lead, trying a new test cable, making sure the stylet was all the way down. Rep went and got a new lead to open, and when they tested impedances of the new lead, high impedances were noted on contact 2a this time. Again, numerous test cables were used, all typical troubleshooting steps were taken. The surgeon decided to test the first lead in saline to see if it was a lead issue or not, and in saline all impedances were normal. The surgeon determined it was an air bubble in the brain that caused the bad impedances on these leads. The final lead was implanted. Rep asked to collect the first lead and the account declined after deciding that the issue was an air bubble. When impedances were checked during the stage 2, all were normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.